Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other complaints reported from this lot. The investigation was unable to determine a cause for the reported leak. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report a leak. It was reported that a mitraclip procedure was performed to treat mitral regurgitation. During preparation, the steerable guide catheter would not hold fluid column. There was no patient involvement and new device was prepped and used. No additional information was provided.